Event description:
Hill-rom received a report from the account stating the foot left and head left casters are not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support found the casters not holding and sent the account the foot left and head left casters to install. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the casters to resolve the issue. Based on this info, no further action is required.